Manufacturer narrative:
On (B) (6) doctor reported that a crown that had been cemented with maxcem elite clear had de-bonded. The patient is doing fine and the crown will be replaced. An evaluation of the returned product indicates that the product is within specifications for adhesive strength. The instructions for use for maxcem elite indicate that prior to use, restorations must be pre-treated in accordance with the manufacturer's instructions. Since it was confirmed by the doctor's office that the crown had not been pre-treated prior to placement, it was concluded that the cause for the de-bond was user error.

Event description:
On (B) (6) 2010, a doctor reported that a crown that had been placed with maxcem elite cement de-bonded.